Manufacturer narrative:
Product ID 3031a, serial# (B)(4), implanted: 2003 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3093-28, lot# j0322294v, implanted: 2003 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the implantable neurostimulator (ins) worked well for two years after implant and then it stopped. The patient stopped feeling stimulation two years after implant. Therapy had not been used in 11 years and the ins was 13 years old. Nothing had been done with the device since the patient started having issues. The patient stated they were not having issues with the device and it was not bothering them, but it was still there in their body. The patient was still having leakage because, their ¿bladder fell about four years ago.¿ a pressure ring was implanted to help, but the patient was still leaking and they wore pads and diapers again. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.